Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was medical intervention.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: fluid extravasation. No supp needed since additional information explains this device was not involved in the event therefore is not reportable. This is a correction from serious injury to no report required. (B)(4).

Event description:
It was reported that there was medical intervention.